Event description:
"Runs hot" is stated on the repair order. On follow-up with the hospital, the hospital representative stated that it would have been used during surgery, but no problems as a result of the heat. He reported that the attachments have a high volume of use. Many times the attachments are sterilized and switched from room to room for back to back cases. No patient/user injury occurred.